Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the site was having issues connecting the viewing station of the imaging system and imaging system. It was reported that multiple restarts were performed to establish communication. There was no reported impact on patient outcome.